Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the complaint. Foreign substances, apparently fat residues can be observed on the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dirty attune loan kit was sent to hospital. Unsure what hospital it was at last. But there is patient's fat and bone fragments on the instruments, also very small amounts of dried blood. The pictures included were only some of the dirty instruments, after they told jnj product specialist about the dirty instruments and sent some photos. The hospital gave the set a hand wash, then a dishwasher wash, then wrapped and sterilised. Customer have cleaned and sterilised all the sets, and have been using them.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the complaint. Foreign substances, apparently fat residues can be observed on the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.